Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the cypher select plus 3.5 x 28 mm stent was noted to be under-sized. There was no reported pt injury. Additional info has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.